Event description:
During a coronary stent procedure of a highly calcified left main, the physician first tried unsuccessfully to advance another MFR's stent across the lesion. It is unk if the lesion was pre-dilated. They then attempted to cross with the express2 and experienced difficulty crossing the lesion. While attempting to cross they kept losing guide support and decided to remove the catheter. Upon removal it was noted that the stent had dislodged. The physician was unable to locate the stent and it remains in the pt. Pt status is listed as "okay".